Manufacturer narrative:
Event is associated with intra-operative procedure.

Event description:
The physician noticed a "gap" a between the baseplate and the insert. Another insert available was opened and inserted. This event did not cause any adverse consequence to the pt.